Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #3006705815-2018-01000. It was reported that patient had a bad fall. Reportedly, the leads migrated. Reprogramming did not provide resolution. Fluoroscopy revealed both leads had migrated. As a result, surgical intervention was undertaken wherein the leads were repositioned to t5 and t6 on (B)(6) 2018. Reportedly, stimulation was restored post-operatively.